Event description:
It was reported that pump displayed malfunction alarm code ¿malf 0¿ with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed, while technical support arranged shipment of replacement pump.